Event description:
The manufacturer received information alleging a ventilator does not pass active exhalation test. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board and display board need to be replaced to address the issue. In addition of the above evaluation, air foam inlet filter needs to be replaced due to preventive maintenance. The device's blower, machine flow sensor and oxygen blending module need to be replaced due to contamination. The device's in-line felt needs to be replaced due to contamination.